Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the substrate, and the issue was resolved. The cse noted that there were indications that the substrate was contaminated. There was no other potential product issue identified. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Multiple discordant estradiol (e2) and thyroid stimulating hormone (tsh) patient results were obtained on an immulite 2000 xpi instrument. The initial results were not reported to the physician(s). Repeat testing was not performed. There are no known reports of patient intervention or adverse health consequences due to the multiple discordant estradiol (e2) and thyroid stimulating hormone (tsh) patient results.